Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient presented to physician with increased medial pain and osteolysis noted on xrays. Abundant scar tissue noted throughout the knee and significant restriction in rom. Synovitis was found and osteolysis noted at the medial and posterior tibia with no support of the posterior medial corner behind the posterior medial pet and slight wear of the lateral facette of the patellar button. Suprapatellar debridement and lateral retinacular release performed to mobilize the patella as it was very stiff and hard to manipulate. Cysts were noted around the tibial plateau posteromedially. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products : item#:90595204017; articular surface with locking screw lot#: unknown. Item#:00597206535; all poly patella standard size 35 mm diameter 9.0 mm thickness cemented, lot#: unknown. Item#:00595001702; femoral component precoat size g right;lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00610.

Event description:
Initial right total knee arthroplasty performed 13.5 years ago. Subsequently, the patient was revised approximately 6 years later due to pain, limited rom, and osteolysis. During the revision, extensive scar tissue, synovitis, and cyst formations were noted. A release and debridement were performed, and the tibial components were revised without complication.